Manufacturer narrative:
(B)(6). Per communications with the rce, the fse visited the customer site to collect logs and evaluate the device. The fse confirmed that pop-up windows for the bed-to-bed overview were working and their configurations were fine, however, the overview prompt tone button was not checked/activated for the pop-up window tone. Per the rce, this was configured (not checked) because the customer did not want it activated. This is considered a user configuration preference. No device malfunction occurred.

Manufacturer narrative:
Patient info has been requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm for a patient did not alarm via overview at the central station. The patient had a cardiac arrest and expired.